Manufacturer narrative:
(B)(4).

Event description:
The surgeon noted that the pt had pocket disintegration; the "pocket melted from the inside". Additional info has been requested, a f/u report will be sent if additional info becomes available.